Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date in 2014 that the patient was implanted with sst materials to treat a fibular fracture. The patient had routine blood and urine analysis for chromium levels for work. Recently the patient's urine sample was high for levels of chromium. This report is for one (1) 4.0mm cancellous bone screw partially threaded/55mm. This is report 2 of 5 for (B)(4).